Event description:
Order to remove PICC line; the removal began and the PICC snapped. The portion that came off was retained; the PICC was in to 13 cm and the line snapped at the entry point. There was a blood clot at the site where the PICC snapped. An x-ray was completed quickly at the bedside and the line was observed in place without any movement. Infant remains stable. Baby was transferred to a higher level of care for interventional radiology to remove the line safely. There was no known harm to the patient.